Event description:
It was reported by the rep that the (1) ems was used during a lap hernia procedure. It was reported that the ems would not fire out of the package. The case was completed with another instrument and with no pt consequence.